Event description:
The ge oec 2600 fluoroscopy system had collimator closed and x-ray indicator beeped while in the film mode. On system boot-up.

Manufacturer narrative:
A ge oec service rep investigated the issue and the system had a described system lock-up. A reboot would restore function or pcb replacement. Issue if not resolved by noted techniques, will update this report with a follow-up. Limited info reported to date. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.